Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a magnetic resonance imaging (MRI) procedure. The device was programmed into MRI protection mode and was confirmed to be MRI conditional. During the procedure, the patient experienced a heart rate of 40 beats per minute (bpm). The scanner was suspended and upon further review, loss of capture (loc) was suspected on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.